Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration of the I/a tip was so weak that could not aspirate the cortex during surgery. The tip was replaced to complete the case. There was no patient harm.

Manufacturer narrative:
The I/a tip was received and a visual assessment of the returned I/a tip showed that the irrigation/aspiration port was blocked. The directions for use (dfu) was followed, using a syringe to push deionized water through the irrigation/aspiration path; it was found that there was no flow out of the port, confirming the reported event. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause can be attributed to the blocked irrigation/aspiration port. The manufacturer internal reference number is: (B)(4).